Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device accuracy was out of range. The event occurred while preventive maintenance testing, there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/15/2024. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and the downstream occlusion (dso) seal bubbled and cracked. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; the pump failed three consecutive accuracy tests. The root cause was determined to be an out of specification expulsor. The expulsor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.